Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr). During the preparation of the clip delivery system (cds) it was difficult to flush the system. Troubleshooting was performed and the system was able to be flushed and implanted. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and returned device analysis, the cause of the reported difficult to flush was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.